Event description:
It was reported that while trying to initialize the system for a breast biopsy they kept receiving error codes. The customer checked the cables and changed probes and the error code persisted. There was no pt consequence reported. The case was completed using an alternate biopsy device.